Event description:
Bilateral mastectomy with reconstruction using mentor textured shaped implants. Developed chronic pain and autoimmune disorders including crps/rsd, fibromyalgia, chronic fatigue, allodynia, tooth resorption, skin rashes, anxiety, ptsd. None of these disorders were present prior to silicone implants. FDA safety report ID# (B)(4).